Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Fracture of implant shoulder (dental implant).

Event description:
Fracture of implant shoulder (dental implant).